Event description:
It was reported that the pump displayed an error code 44508 while the patient was receiving treatment. Although the pump states all medication was dispensed, there was still medication left in the cassette. Patient was not affected. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.